Event description:
It was reported by the rep that the one hdh05 with the hp052 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon used the device throughout the case without issues. Near the end of the case, the generator began to give a solid tone. The surgery team was instructed to remove the instrument from the abdomen and to place the tip of the instrument in sterile saline and activate the blade on level 5. The generator still gave a solid tone. The surgery team was then instructed to loosen and retighten the blade. At this point, the surgeon completed the procedure using electrocautery with no consequence to the pt.